Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, opening on anterior. Leak test and microscopic analysis was performed which identified striated opening on anterior and broken sharp on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is; a striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening on plug strap assessed as an unidentified (tear) opening. Wrinkling not observed. Reason for reoperation: deflation further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side deflation. Device has been explanted.